Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
On an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis and the home patient (hp) was hospitalized the same day for the event. The patient was treated with unspecified antibiotics. Three days later the patient's peritoneal dialysis catheter was removed and the hp has been placed on permanent hemodialysis therapy. The patient remained hospitalized. No additional information was available at the time of this report.